Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -12.50. Device evaluated by manufacturer? No, device remains implanted. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -12.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault and elevated intraocular pressure was noted on (B)(6) 2015. Lens remains implanted.

Manufacturer narrative:
The surgeon did a repositioning of the nasal haptic which was not rightly located in the sulcus. The vaulting was recorded as 400um. After repositioning, the vaulting increased again, so the surgeon decided to exchange the lens for a shorter lens, same model and diopter on (B)(6) 2016. The vaulting was stable at 400um and the patient was fine. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptic was broken. Conclusion: as per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.89mm at the time of implantation. (B)(4).